Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. A suture had been mixed in with a different type of suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: one box of tlmsps / y305h was received in san angelo on 23 jul 2024. The contents included (B)(4) eaches inside the dispenser box. Box had been opened on one side to expose the products inside. All (B)(4) ea inside of the box were related to the box batch ¿ tlmsps. A request was made to share the vcp mixed piece of tlmrba / vcp311h. This sample arrived separately on 14 aug 2024. The sample each from tlmrba was opened to observe that the contents inside of the foil matched the needle and suture type as described by the foil label for sales code vcp311. Based on review of the box with (B)(4) eaches, the additional piece which shows through photograph from sukagawa distribution center that was found by customer with piece lodged in orientation, perpendicular to the other (B)(4) eaches of the box, on the side of the stack, it is confirmed that condition is likely caused due to product mix occurring on the bc3 platform where the two batches were cartooned back-to-back. Tlmrba / vcp311h running immediately prior to tlmsps / y305h, and likely leaving a piece of product in the machine, not caught removed by the line clearance process that was conducted, and then being inserted along with the required (B)(4) ea of the incident batch into a dispenser box. Based on the information currently available, the wrong and/or mixed product was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.